Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection and x-ray examination of the lead revealed no anomalies with the exception of procedural damage. Furthermore, all helix tines were normal and intact.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the rv lead revision procedure, the right atrial (ra) lead was revealed to be dislocated. The ra lead was explanted and the patient was in stable condition following the procedure. Associated manufacturer report numbers: 2938836-2020-02895.